Event description:
Distributor found out about the explant from mfg. On 10/20/94, because pt called mfg concerning payment of her bills.the device was explanted at one of the mfg's a hospital accounts, 0n 9/2/94. No further information was given to mfg.